Event description:
It was reported during the procedure, the entire ceramic tip of the inner sheath dislodged. Initial retrieval using hysteroscopy alligator forceps was unsuccessful due to insufficient grasping force. The team subsequently used a polypus forceps to retrieve the dislodged ceramic tip without visualization. Upon grasping the ceramic tip, it fragmented into multiple pieces. Three fragments were successfully retrieved; however, it was noted that these do not constitute the entire ceramic tip. A total of 3l of saline was used to irrigate and flush the uterine cavity. All waste fluid was collected, and the waste bags were carefully checked and filtered. There were no reports of patient harm. A final hysteroscopic examination of the uterine cavity was conducted and confirmed that the cavity appeared empty.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide results of final investigation. This event was initially reported as a serious injury; however, upon further review, it was determined the olympus device did not contribute to a serious injury as there was no harm to the patient reported due to the retrieval. The following fields have been updated: b1, b2, b5, h1, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem; it is possible that a crack has spread from the indented area to the entire insulated beak. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.